Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that during a generator replacement procedure, the chronic right ventricular (rv) lead lost capture. Multiple attempts were made to disconnect and reconnect the rv lead to test for stable capture thresholds, to no avail. The rv lead was eventually capped and replaced. No patient complications have been reported as a result of this event.